Event description:
The customer reported to olympus that the duodenovideoscope had angulation malfunction - broken tie-rods. There were no reports of patient harm associated with the event. The device was returned for evaluation. During the device evaluation found following reportable findings: airwater (aw) tube had remains of white foreign material; adhesive around light guide lens and aw-cylinder had foreign objects and the distal end had residual liquid. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was evaluated and the evaluation found the play of upward/downward angulation control knob was out of the standard value due to wear of an angle wire. In addition to reportable findings mentioned in reportable event description, the device evaluation found following findings: image had dark area partially due to a scratch on objective lens; distal end was shaved; adhesive around light guide lens had discoloration and adhesive around objective lens had wear. Scratches were found on the grip, switch box and the universal cord. As per repair, parts must be replaced due to annual inspection. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the foreign material observed in the air/water cylinders, air/water channels, the adhesive area around the lightguide lens and the distal tip of the device could not be identified and a definitive root cause of the issues could not be determined, as there was no deformation that might result in the retention of foreign material at the observed locations and no additional facility device reprocessing information was reported or available, however, the issues were likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use which states: tjf-q190v operation manual chapter 3 preparation and inspection. Tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.